Event description:
The child's parent reported that the child no longer responds to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done on 11/25/96. The healthcare professional has been informed that the explanted device should be returned to co.